Manufacturer narrative:
H3: product ID 37761 ; serial# (B)(6); product type recharger was returned for product analysis. Analysis found bent/ broken connector pins at the end of cable. Device was scrapped due to unneeded supply of inventory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they noticed the connection pin at the end of the desktop charger cord was loose and not charging their recharger. Agent disconnected and called patient back because there was a bad connection. An email was sent to the repair department to replace the desktop charger.

Manufacturer narrative:
Continuation of d10: product ID 37761; serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.